Event description:
It was reported that the inclusive tapered implant failed. The patient bone grade is noted as grade iii with the implant placed on (B)(6) 2022. The returned on an unknown date. Upon exam the provider noted to have loss intergration and was removed.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a4: the patients weight is not provided when asked. Section b3: this information was not provided when asked.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive tapered implant lot# 6077787 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive tapered implant lot# 6077787 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be an inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmp (70-1070-imp0007) using radiographic template(B)(4). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part but the failure mode cannot be confirmed. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space.". IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.". IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration.". IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.". Correction - b1 adverse event or product problem, b5 describe event or problem, d6a implanted date, h1 type of reportable event, h6 health effect - clinical code.

Event description:
It was reported that the inclusive tapered implant failed. The patient's bone grade is noted as grade iii and the implant was placed on (B)(6) 2022. The patient returned with bone loss and infection. Upon exam, the provider noted there was a loss of osseointegration. At that time, the implant was removed and a bone graft was performed. The patient's symptoms were relieved after removal of device and the patient's current status is good.

Manufacturer narrative:
Additional information: b3, b5, g1, h6 (type of investigation). Corrected information: d1, d4, e1, g1, h4, h6 (health effect - impact code). A4: the weight reported by the provider is incorrect, therefore, not included in this report. B3 was entered as a best guess estimate per the information provided. Account name in the initial report was reported as hillcrest dental, however, this information was not correct. CAPA ca-00016. Manufacturer reference: (B)(4). Related mw reports: 3011649314-2023-00402 & 3011649314-2023-00417.

Event description:
It was reported the that the inclusive tapered implant failed. The patient's bone type is iii. The patient presented in (B)(6) 2022 for implant placement on teeth positions 18, 19, and 20. The patient returned for a follow-up and the provide observed bone loss and infection. The provider determined the implant had a loss of osseointegration. The implant was removed and bone graft was performed. The patient's symptoms relieved after device removal and the patient status was reported as good.